Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system displayed a loudspeaker error. The fse confirmed after a system restart the device issue was resolved. Reporting address state (B)(6) reporting institution phone # (B)(6) reporting phone # (B)(6) reporting address postal (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed a loudspeaker malfunction. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.